Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the align urethral support system and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/26/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted along with concurrent colporrhaphy and posterior rectocele due to rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, nocturia and dyspareunia. It was also reported that on (B)(6) 2008, the align urethral support system was implanted. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted along with concurrent colporrhaphy and posterior rectocele due to rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, nocturia and dyspareunia. It was also reported that on (B)(6) 2008, the align urethral support system was implanted. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy and perineorrhaphy. It was reported that patient underwent vaginal hysterectomy, uterosacral ligament suspension, posterior colpoperineorrhaphy, align sling implant and cystoscopy on (B)(6) 2008 due to pop and sui. (B)(4).